Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for pre-op device interrogation. Upon interrogation, the right ventricular exhibited high threshold. During the pulse generator change-out procedure on (B)(6) 2017, the lead was capped and replaced. The patient was stable after the procedure.